Event description:
During the t2 humeral nail surgery, when the package of guide wire was opened, it was found that the guide wire was curving. Thus the surgeon changed the guide wire to another new guide wire. When the surgeon opens another new guide wire and uses it he found a part (melted cap) of the protection cap attached to the tip of guide wire. The surgeon used it cutting the tip of guide wire.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.